Event description:
Procedure" pelvic organ prolapse. Reportedly the pt underwent a procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced pain, injury and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2012. Note: this report corresponds with bard/s report# 356358 for a "uretex."